Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf pulmonic case the first delivery system was prepped and crimped with a 29mm s3 on the balloon. It was pushed through a 24f gore dry seal and an attempt was made to deploy the valve, but the balloon would not expand. The team pulled the sheath and system out and then prepped a whole new system, crimped on the balloon, and pushed through a 26f gore dryseal sheath and delivered the valve as intended with great results. The patient had a pre-existing pulmonic heart valve. The commander delivery system is being returned. No torqueing occurred during the case. There was tension noted when pulling the valve onto the balloon with the commander. Ratio used was 15cc contrast 85 cc hep saline. The balloon was ripped where you crimp it, off the balloon.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was returned for evaluation. During visual inspection, the crimped valve was over the inflation balloon. The crimp balloon was torn proximal to the inflation balloon-crimp balloon (I/c) bond. Multiple bumps / dents were noted on the flex shaft at 2.4 in, 2.1 in, 1.8 in, and 0.9 in from the flex tip. Flex tip gouges were observed. In order to functionally test the returned device, the delivery system was locked / unlocked, gross alignment was performed, and full fine adjustment was enabled. No abnormalities or resistance was noted. Double wall thickness of the crimp balloon around the tear was measured. An out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were within specifications. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to these event codes. As the returned device meets specification with no evidence to support a manufacturing / design defect has contributed to the complaint, a manufacturing mitigation review is not required. The IFU, device preparation training manual, and procedural training manual were reviewed. Per the documents, unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible, and lock the balloon lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and toward you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Open flushport stopcock. Gently flush flex catheter through flushport until heparinized saline flows through the valve and close stopcock to delivery system. Lock balloon lock. Ensure the balloon catheter and valve are well hydrated prior to performing valve alignment on the back table. The warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. Re-lock the device after unlocking every time. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. However, per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment (pra). No product non-conformance was identified during the evaluation and the occurrence rate did not exceed control limits. In this case, the material separation was found during valve deployment due to patient/procedural factors. The pra was previously initiated to investigate the cause and assess the risk associated for the balloon tears. Since no edwards defect was identified to have contributed to the complaint events, no corrective / preventative actions are required. A corrective action preventative action was previously initiated to capture additional information that currently exists in the training manuals into the IFU for the sapien 3 and commander delivery system. The content consisted of instructions related to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use. The alignment issues were unable to be confirmed. The balloon tear was confirmed based on evaluation of the returned device. However, no manufacturing nonconformance was identified during the evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description, 'during a tf pulmonic case the first delivery system was prepped and crimped with a 29mm s3 on the balloon. It was pushed through a 24f gore dry seal and an attempt was made to deploy the valve but the balloon would not expand' and 'there was tension noted when pulling the valve onto the balloon with the commander... The balloon was ripped where you crimp it, off the balloon'. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in the pra. As identified in the pra, high forces on the system during valve alignment may result from residual fluid remaining within the system from de-airing the system. This can create a larger balloon profile that the crimped valve is forced against in the attempt to reach the distal marker which can lead to valve gross alignment difficulties. Per the training manual, 'ensure there is no residual fluid left in the balloon to avoid potential difficulty with valve alignment during the procedure'. Additionally, the accumulated high alignment force can result in increased tension within the system which can subsequently weaken the inflation balloon to crimp balloon bond causing the crimp balloon to tear. As such, procedural factors (residual fluid) factors may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time.